Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings:the pump powered on to a clear, legible display screen; the complaint of a blank display screen could not be duplicated on investigation. A review of the black box indicated call service 054 alarms had occurred on the date of the reported blank display.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump display screen was blank. The reporter confirmed that there was no known moisture ingress related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.